Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'turn off' which was reproduced during evaluation. The cause was determined to be depressed battery pins due to dried liquids on the pins. The battery pins were cleaned to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would turn off upon power up at the surgery department. There was no patient involvement. No additional information is available.